Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at time of this report.

Event description:
Complainant alleges: it was reported that during a by-pass surgery, the applier cut the left internal mammary artery. Therefore, it was impossible to use it to perform the surgery and the surgeon had to take a piece of the right internal mammary artery. No pt injury reported.